Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold is consistently high (less than or equal to 2.5v) since (B)(6) 2015. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude is consistently below 4mv. Analysis of the device memory indicated atrial undersensing information with atrial undersensing observed on stored electrograms. (B)(4).

Event description:
It was reported that the patient's atrial lead had high thresholds of greater than 4.0 v and undersensing of less than 0.3 mv. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.